Manufacturer narrative:
(B)(4).

Event description:
The following information was received by gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53 mm in diameter and was therefore implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2016, a follow-up ultrasound examination showed an aneurysm diameter of 51 mm. On (B)(6) 2017, a follow-up ultrasound examination identified an aneurysm diameter of 52 mm. On (B)(6) 2018, follow-up computed tomography angiography imaging confirmed a type 1a endoleak with an enlargement of the aneurysm diameter now measuring 56 mm. Disease progression was stated as a reason for the proximal endoleak. To solve the endoleak, a repair attempt with a fenestrated cuff had been considered but was abandoned due to the unavailability of the graft at short notice. Therefore, the patient was converted to open surgery to remedy the endoleak situation, on (B)(6) 2018.